Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. As stated in the event, the patient dislocated the repair to the humeral insert. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per device directions for use, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that a patient had previously dislocated their shoulder and had a repair performed using an ar-9503s-06, arthrex univers reverse humeral insert. The patient dislocated the previous repair on (B)(6) 2016. Patient was seen by the surgeon shortly after that. An open poly exchange took place on (B)(6) 2016 for the patient's right shoulder. The humeral insert s/36/+6 (lot: 2501250702) was removed and exchanged for a titanium spacer (lot: 2501464807) and small 36 +3 arthrex univers revers humeral insert (lot: 160043709).